Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary vessel. A 4.00x16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the device got caught with the edge of the guidezilla and the stent got lifted. The procedure was completed with another 4.00x16mm synergy stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary vessel. A 4.00x16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the device got caught with the edge of the guidezilla and the stent got lifted. The procedure was completed with another 4.00x16mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 16 mm stent delivery system was returned for analysis. An visual examination of the crimped stent found stent damage. The stent was moved on the balloon cones such as the distal end of the stent was pulled towards the mid stent region and the proximal end of the stent was pulled over the proximal balloon cone. The stent appeared expanded/ partially deployed and no crimp measurement was possible. A review of the manufacturing stent profile data was performed and the stent outer diamater was within max crimped stent profile measurement. The balloon was reviewed and it appears inflated with the balloon wings not tightly wrapped and folded. The balloon cones show signs of positive pressure applied to them. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.